Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl in morning and then the blood glucose was 64 mg/dl. The customer¿s current blood glucose value was 215 mg/dl. The customer did not experienced symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.